Event description:
It was reported that during da vinci-assisted surgical procedure, the tenaculum forceps instrument was found to have frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it could not be confirmed if damage occurred outside of a surgical procedure. No report of fragments from instrument. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. One of the broken cable segment that contains the crimp was not installed in the clevis and missing. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.